Event description:
A software error, present since 1996, affects one aspect of the data stream that is sent from the pk7200 analyzer to the laboratory information s ystem (lis) under circumstances where where the lis has a particular configuration and software code. No known patient injuries were associated with this event.